Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. This medical surveillance specialist contacted the patient on (B)(6) 2010 to clarify information obtained during the initial phone call. The patient manages her diabetes with metformin oral medication and tests her blood glucose twice per day. After the power issue began in (B)(6) 2009, the patient claimed that she was unable to obtain her blood glucose readings for 8 months. On several different occasions, the patient reportedly went to the health clinic and obtained "really high readings." During the alleged incidents, the patient felt weak and allegedly received insulin treatment for a blood glucose readings in the "400 mg/dl." According to the troubleshooting performed with customer service, the power issue was not resolved. The customer care advocate concluded that the battery did not need to be replaced. In addition, there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she received medical intervention suggestive of hyperglycemia after the product issue began.

Event description:
A customer reported he received consecutively the following readings on his fs flash blood glucose meter: "hi" (reading over 500 mg/dl), 380 mg/dl and 140 mg/dl. It is unknown if the reported readings were obtained within a ten minute timeframe. The customer also reported he experienced an injury, but refused to answer any further troubleshooting survey questions. Additionally, the customer reportedly refused to give the meter serial number and test strip lot number. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in meter memory however, they were not obtained within ten minutes. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: - fs flash meters are designed to give readings between 20 mg/dl and 500 mg/dl, and a "hi" display message will appear on the screen for readings over 500 mg/dl. The device manufacture date is unknown.